Event description:
Customer called to report that she received multiple red blood cell (rbc) pump alarms during her procedure. She used troubleshooting techniques per technical bulletin# 4. After about 500 ml processed she noticed that blood was coming from the system pressure sensor. She stopped and aborted the procedure without blood return to the pt at that point. Customer reported that she took the kit off the instrument, disposed of it in biohazard waste, replaced the instrument with another cellex, set up a new kit and started a new procedure on the pt. Service order srv-(B)(4) was dispatched to clean and disinfect instrument. Customer will not be returning the kit as it was already disposed of in biohazard waste.

Manufacturer narrative:
A review of lot c307 was conducted. There were no non-conformances associated with this type of failure for this lot. The lot met release requirements. Trends have been reviewed for this complaint category and no trends have been detected for pressure dome membrane leak; capas (B)(4) and (B)(4) have already been initiated to investigate this type of events. CAPA (B)(4) has also been initiated to investigate red blood cell pump alarms. Service order srv-(B)(4) completed: service engineer cleaned blood spill from pump deck. Replaced centrifuge pressure transducer. Ran system checkout; no further action required. The assessment is baed on info available at the time of the investigation. No product was returned for investigation; therefore, it could not be determined if the product met spec based solely on the info provided by the customer. (B)(4).